Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the dat test at 0.0874 inches. Successfully downloaded history files and traces using thump. No under-delivery anomaly noted during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump was received with minor scratches on lcd window and scratched case. In summary, customer allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the buttons on the pump does not work properly. The customer reported a blood glucose value of 400 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-332a, mmt-1884, and unomedical. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Time does advance when display is observed. No further patient complications were reported. No product return is required for mmt-332a, and unomedical. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.